Manufacturer narrative:
E1: a facility contact name was not provided for reporting. H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers (siemens) was notified of a patient injury associated with a magnetom sola system. It was communicated that during examination the patient was burned on their arm. A (non-siemens healthineers) medical device (edwards true wave transducer pressure monitor) was connected to the patient¿s arm and melted a bit during scanning. The burn was treated by a cosmetic surgeon with granulation dressing which can indicate a serious injury according to the siemens medical officer.